Event description:
It was reported that an embolization occurred in two separate events where shockwave c2 coronary intravascular lithotripsy (ivl) catheters were used in the procedure. There was no ivl catheter malfunction reported. This report is for one of the two reported events (reference MDR #(B)(4)for the other catheter). There are no additional details available.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the embolization could not be determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.